Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, a dissection occurred. The left ventricular lead was not implanted. The patient was fine post procedure.